Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard drive was replaced. Software was then imaged and reloaded on new hard drive.

Event description:
It was reported that the programmer would get to the "select model" screen, but no models were listed. The service disk was ran, and now the programmer will not move past the "exit" screen. The caller also stated that the programmer was unable to interrogate a device. The issue seemed to show up right after a software update. Technical support (ts) had the caller disconnect all connections from the programmer and cycle power, but the issues remained. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.